Manufacturer narrative:
Concomitant medical products: biotronik lead (x2), implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to an infection. Redness at the implant site was also reported. No further patient complications have been reported as a result of this event.